Event description:
A customer reported that the vitrectomy probe did not cut. The timing of the event is unclear, however it was reported that there was no pt harm.

Manufacturer narrative:
A sample has been received and eval is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).